Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the infection occurred after the surgery and the 1st revision surgery due to infection. This pc reports about the spin-out of the insert occurred after the 1st revision surgery. It was reported that on (B)(6) 2019, the patient underwent the surgery for knee. After the surgery, infection occurred. After the infection had subsided, on (B)(6) 2021, the 1st revision surgery (tka) was performed. After the 1st revision surgery, on (B)(6) 2021, the spin-out of the insert occurred. On (B)(6) 2021, the 2nd revision surgery will be performed to replace the insert in question to another thicker insert. Even after the occurrence of spin-out, the patient has no pain and only feels strange. The surgeon commented that since the range of motion was good at 130 degrees, there was a high possibility of spin-out during deep flexion. Doi: (B)(6) 2019. 1st dor: (B)(6) 2021. 2nd dor: (B)(6) 2021.